Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 310 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was having "some paranoia problems" since they had their pump replaced due to normal battery longevity on (B)(6) 2016. No diagnostics were noted to have been done and it was unknown what actions or interventions were taken. No surgical intervention had occurred and it was unknown if it was planned. It was noted that there was no issue on the day of the surgery. During the replacement, a back table prime was noted to have been performed at 0.3 ml over 19 minutes so the hcp could connect the new pump to the existing catheter. It was noted that the hcp did not aspirate the catheter, but there was a drop of fluid from the catheter prior to connecting the new pump. The concentration and dose of gablofen did not change. On (B)(6) 2016, the patient was reported to be breaking out on her skin, but then the reporter was corrected and it was itching without breaking out on the patient's skin. The doctor ordered a steroid pack for the itching and it was noted that the patient was also on antibiotics and other drugs, including oral baclofen. Then on the afternoon of (B)(6) 2016, the patient was experiencing difficulties with her gait and was being taken to the emergency room. It was later noted that the patient was admitted to a hospital on (B)(6) 2016, but it was not due to the pump or baclofen. The rep was told that the patient was diabetic and was experiencing some metabolic issues following surgery. The patient was considered "alive - no injury" and the issue was not resolved. Additional information has been requested regarding the patient's symptoms and the use of antibiotics, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that all the "u" told them was that "this patient was admitted to the hospital due to metabolic reasons unrelated to the recent pump replacement."